Event description:
The customer reported obtaining erroneously low ck (creatinine kinase) and tbil (total bilirubin) results for multiple patients, over separate days, involving the unicel dxc 800 synchron system. The customer provided data for three patient samples but the results for one patient sample were within the assay's precision claim. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Qc (quality control) results were within the laboratory's established ranges before and after the event.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone and the customer stated that the probe made unusual noise as it aspirated samples. The cts advised the customer to replace the cartridge chemistry sample probe. The customer also indicated that the wash collar had a clot and the customer did not have a replacement wash collar. The customer was unable to rid the clot from the wash collar and a beckman coulter fse (field service engineer) was dispatched to assess the instrument. The fse determined that the clogged wash collar was due to a failure of the cap piercer autogloss tubing. The fse replaced the cap piercer autogloss tubing and the wash collar to resolve the issue. Failure mode is attributed to the cap piercer autogloss tubing. This report references the event which occurred on (B)(6) 2013. Please refer to medwatch #2050012-2013-00289 for an associated report related to this event.